Event description:
It was reported that the patient expired due to systolic heart failure, ventricular tachycardia, and acute hypoxic respiratory failure. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were explanted.

Manufacturer narrative:
The reported event was patient death. Final analysis found the device to be in normal range of operation, and no issues were noted. No anomalies were detected.